Event description:
It was reported that during physical testing, there were charger failed, precharge, low ma, filament regulator and collimator errors displayed. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.